Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that a week ago she was traveling and ended in the hospital with a diabetic ketoacidosis when she came back home. The reservoir and the tubing had some air bubbles. The customer was hospitalized on (B)(6) 2015 due to a high blood glucose level of almost 600 mg/dl. She continued to have high blood glucose issues. The customer had diarrhea and was throwing up. The customer was wearing the insulin pump at the time of hospitalization. The customer was in the hospital for 2 days. The device was not returned.